Event description:
The manufacturer received information alleging the touchscreen had failed on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the touchscreen had failed on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. A philips remote service engineer (rse) had assisted the customer on this issue. The customer had informed the philips rse that they are requesting a philips field service engineer (fse) to be dispatched to the customer site to evaluate the device. The philips rse dispatched a philips field service engineer (fse) to the customer site for this issue. The philips fse evaluated and observed two internal battery codes in the device¿s event log. The philips fse charged the batteries fully to address this issue. After fully charging the batteries, the philips fse performed a full preventative maintenance and all required tests and verifications on the device. The device passed all of the tests and verifications for this device. The philips fse determined the device was ready for clinical use.